Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the stomach during a stricture dilation procedure performed on (B)(6) 2015. According to the complainant, during the procedure, they experienced strong resistance in advancing the device through the first endoscope they used. They used a second endoscope and they also experienced difficulty in advancing the device; however, they were able deliver the device inside the patient. The balloon was inflated and a pinhole leak was noticed. The physician attempted to deflate the balloon; however, the balloon could not be deflated and could not pass the device through the endoscope channel. The device was removed from the patient together with the endoscope and the catheter was cut near the tip. The procedure was completed with a smaller cre wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the complaint device revealed that the catheter was cut near the proximal end of the balloon. Functional analysis could not be performed due to the condition of the device. The noted defect likely occurred due to anatomical or procedural factors encountered during the procedure that could have limited the performance of the balloon. Therefore, the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the stomach during a stricture dilation procedure performed on (B)(6) 2015. According to the complainant, during the procedure, they experienced strong resistance in advancing the device through the first endoscope they used. They used a second endoscope and they also experienced difficulty in advancing the device; however, they were able deliver the device inside the patient. The balloon was inflated and a pinhole leak was noticed. The physician attempted to deflate the balloon; however, the balloon could not be deflated and could not pass the device through the endoscope channel. The device was removed from the patient together with the endoscope and the catheter was cut near the tip. The procedure was completed with a smaller cre wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Reported event of balloon deflation failed. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.